Manufacturer narrative:
(B)(4). The investigation team have completed an evaluation of the ten customer returned samples and the results are as follows: seven of ten samples (sample ID (B)(6)) were tested reactive in the customer laboratory. The investigation team repeated the reactive results when tested on lot 94221hn00. Three of ten specimens (sample ID (B)(6)) were non-reactive, but elevated in the customer laboratory and the investigation team also repeated these results. Four samples (sample ID (B)(6)) were confirmed false reactive based on negative results obtained with and/or inno-lia assay. No conclusion could be made for several samples: sample ID (B)(6) were negative with chiron riba but no interpretation of the inno-lia blot was possible due to an anti-strepavidin band. Sample ID (B)(6) gave indeterminate results with both immunoblots. The three samples (sample ID (B)(6)) that were non-reactive on prism were negative on inno-lia and there was not sufficient volume remaining for a chiron riba test. As the investigation team identified some false reactive results, the investigation team evaluated the specificity performance: to evaluate the specificity of the reagent lot, eight replicates of negative calibrator, which is an indicator for reagent specificity, were tested with lot 94221hn00. All values were in the typical range. No increased values were obtained. Review of population testing of 100 frozen plasma samples that check specificity for final lot release, revealed no indications that the specificity of lot 94221hn00 might be adversely affected. Field data for lot number 94221hn00 from the prism metrics database showed that for 17,164 samples tested at 3 customer sites, the mean irr was 0.03% and the mean rrr was 0.02% which is well within the package insert ranges of 0.42% irr and 0.39% rrr. As part of the investigation team evaluation a review of the complaint records for lot number 94221hn00 was performed. This is the only complaint for false reactive results with this lot number to date. Based on this evaluation, it is determined that prism hcv assay kit, list number 6a52-48, lot number 94221hn00, is performing acceptably.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4), that has a similar us product distributed in the us, (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account noticed increased (B)(6) with prism hcv assay. The account provided an example of a blood donor that tested prism hcv repeatedly (B)(6) but pcr (B)(6) and innolia (B)(6). No donor information or history is available. No impact to patient management was reported. Data provided: prism hcv (B)(6).